Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer visited to emergency room due to hypoglycemia, on unknown date with unknown blood glucose level. Customer was treated with glucose tablets. Customer did not use auto mode. Customer stated that when paramedics got there blood glucose level was 6.8 mmol/l. The device will not be returned for analysis.